Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 22-year-old female patient who had essure (batch no. 689934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, vaginal delivery, nausea, vomiting, diarrhea, hemorrhagic cyst and pid pelvic inflammatory disease. Concurrent conditions included overweight. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin) since 2010, ibuprofen, ibuprofen since 2010 and naproxen since 2010. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection : bacterial vaginosis"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety and nausea had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion discrepancy : (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event " psychological or psychiatric problems: condition: depression, mental anguish, nausea" were added. Patient aka name and concomitant medication were added. Outcome of event " depression, mental anguish, nausea" were updated as recovered. Onset date of events updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 25-year-old female patient who had essure (batch no. 689934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, vaginal delivery, nausea, vomiting, diarrhea, hemorrhagic cyst and pid pelvic inflammatory disease. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 25-year-old female patient who had essure (batch no. 689934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, vaginal delivery, nausea, vomiting, diarrhea, hemorrhagic cyst and pid pelvic inflammatory disease. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed essure device was successfully occluded most recent follow-up information incorporated above includes: on 2-mar-2018: the pfs and medical record received:the event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),bacterial vaginosis, migraines / headaches, dysmenorrhea,dyspareunia, vaginal discharge, fatigue,weight gain,lot number added,reporters added,medical history added,events outcome added,concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 22-year-old female patient who had essure (batch no. 689934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, vaginal delivery, nausea, vomiting, diarrhea, hemorrhagic cyst and pid pelvic inflammatory disease. Concomitant drug excedrin [acetylsalicylic acid;caffeine;paracetamol] was added. Previously administered products included for an unreported indication: implanon. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen since 2010 and naproxen since 2010. In (B)(6) 2010, the patient had essure inserted. On(B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2010, the patient experienced menorrhagia ("menorrhagia"). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection : bacterial vaginosis"). On(B)(6)2013, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). In may 2013, the patient experienced fatigue ("fatigue"). On (B)(6)-2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6)2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis, vaginal discharge, depression, anxiety, nausea and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain upper and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion discrepancy :(B)(6)2010 and (B)(6)2010. Patient received treatment for: pain , bleeding, vaginal discharge, bacterial vaginosis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: confirmed essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Reporter's information added.event: abdominal pain and post removal pain were added. Event outcome were updated to recovered: pain , bleeding, vaginal discharge, bacteria vaginosis .event: genital hemorrhage was updated as non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.